Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 46 mg/dl at the time of the incident. The customer was at 476 mg/dl an hour before the call, and 55 mg/dl at another point in time. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed. The customer stated the pump was beeping too much and the notification light was not blinking. The insulin pump, reservoir, and infusion set will be returned for analysis.